Event description:
During clinic follow up, post-sensed t-wave oversensing was observed on the implantable cardiac defibrillator (ICD). Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed at this time. The patient experienced no consequences.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.